Manufacturer narrative:
Date of event: used (B)(6) 2021 since none was provided.

Event description:
It was reported that guidewire removal difficulty occurred. A 75cm .035 amplatz super stiff guidewire was used for a port placement procedure. During the procedure, the guidewire became lodged in the patient's coronary. The physician was able to withdrawal the wire however the tip became unraveled. The physician was able to pull the wire out completely and feels the patient is recovering well.

Manufacturer narrative:
(B3) date of event: updated from (B)(6) 2021 to (B)(6) 2021 as per additional information.

Event description:
It was reported that guidewire removal difficulty occurred. A 75cm .035 amplatz super stiff guidewire was used for a port placement procedure. During the procedure, the guidewire became lodged in the patient's coronary. The physician was able to withdrawal the wire however the tip became unraveled. The physician was able to pull the wire out completely and feels the patient is recovering well. It was further reported that the difficulty in removing the amplatz super stiff guidewire from the patient was due to the device being lodged in the patient's coronary. The procedure was completed with a different device and the patient's status was stable.